Event description:
It was reported that upon attempt interrogation, the pulse generator could not be interrogated. A different programmer was used and same issue resulted. The device was able to be interrogated with rf wand when unplugged from the programmer. The patient was in stable condition throughout the event.

Event description:
New information on (B)(6) 2017 stated that the patient presented in clinic and the device still could not be interrogated via rf. The lack of rf telemetry was considered a minor inconvenience and the clinician did not want to attempt a software download. The patient was sent home.